Event description:
It was reported that during cleaning and sterilization in central processing the customer noted that the 'orange part between the tip and shaft was broken' on the monopolar curve scissors instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the tube extension was broken and missing a 0.250 x 0.275 piece at the proximal clevis interface. Clevis was found to be dislodged from tube extension. Tube extension fractured next to one of the keys that mates with the proximal clevis. Engineering concluded that damage to the tube extension was likely due to excessive side loading or other mishandling/misuse. The instrument also passed electrical continuity testing. No other damage was found. On (B)(4) 2012, isi contacted the initial reporter of this complaint. It was indicated that no pieces fell inside the patient during the last surgical procedure this instrument was used. The patient has not returned to the hospital with any post-surgical complications. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperative. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Manufacturer narrative:
This MDR is being submitted for retrospective activity performed relating to field action (B)(4) to investigate micro-cracks on the monopolar curved scissors instrument. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to 2 cm of the distal end of the instrument shaft. This instrument was inspected as part of this retrospective activity and found to contain cracks on the instrument main tube.